Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was potentially not working correctly, and the site wanted to get the device checked out. The patient was due for the device to be disconnected. The pump was still running with 13ml left for infusion and was on/not beeping. The reservoir bag was flat with a miniscule amount of liquid in it, and they could not recall pausing it or it beeping. The starting volume was 138ml (145 with overfill), continuous infusion rate was 3ml/hour, reservoir volume was 138ml, and amount given was 126.5ml. The site was not accurate of how much was left of the amount of medication remaining in cassette, and they did not attempt to withdraw the remaining medication in the reservoir to confirm. The amount remaining was 11.5ml, and the air detector was off. The upstream sensor was on, and the length of infusion was supposed to be 46 hours. Lock level was ll2, and closed system drug transfer device (cstd) was used to fill cassette. The pump was used to prime the extension tubing. There was no patient harm reported.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.